Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: one sample was received for evaluation. Visual inspection was performed. The primary package contained a white colored label placed by the distributor corresponding to a photosensitive exocet. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Event description:
It was reported that a solution set was labeled incorrectly with a label that corresponds to a different set. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions that are printed on each individual packaging by baxter, are available to the user, are accurate, and are sufficient. The labeling placed by the distributor is not part of baxter standard labeling. The distributor was notified of the complaint.